Event description:
The patient reported that they were trained (on v-go) at their healthcare professional's (hcp) office for one hour but needed more training. The patient stated that they put the v-go on but found that the adhesive failed when they felt the needle pricking many times. It was reported that the device is available for return to the manufacturer for evaluation. However, to date, has not been received.